Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that the night prior to the report a lightning storm came through their area and the patient suddenly developed paresthesia to the hip and leg area which was their stimulation coverage area. The patient thought the lightning storm had turned their device on due to the feeling of paresthesia. The patient¿s implantable neurostimulator (ins) was checked with the patient programmer and showed that the stimulation was off. They turned the stimulation on and the patient felt their stimulation come on and the stimulation sensation felt stronger. They then turned the stimulation off and the sensation reduced but was still present. It was not thought that the patient had any falls or trauma but this was not known for certain. The possibility of a granuloma was discussed due to the paresthesia. They were going to follow-up with the patient¿s doctor. The patient was implanted for post lumbar laminectomy syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.